Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. As received, the trunk cable was found to be cut. The cause for the failure was isolated to an severed red (can h) wire in the trunk cable. The root cause for the severed wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing fa service code 204 (belt unusable).